Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
In a literature report, the authors reported that during femtosecond laser-assisted cataract surgeries an anterior capsule tear occurred in 4 eyes during the surgeon's learning curve. However, in no case did the tear extend to the posterior lens capsule.